Manufacturer narrative:
The device is not available for evaluation as it was discarded by the facility at their location. If additional information is received it will be reported in a supplemental report.

Event description:
It was reported by a company representative that during a mandible fracture procedure the screw head broke off from the thread part of the screw. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a delay.

Manufacturer narrative:
Since the original filing the exact device was determined, which in this supplemental has been reported as a "correction" from an unknown device to the now known 50-20506. The previously provided product code and 510(k) remain the same. Based on the cmf investigation, the reported event could be confirmed. The metal coil was sheared off the screw¿s locking thread. The returned screw was visually inspected. During insertion of the screw with too much axial forces, no proper locking could be achieved. Because of a collision with a hard material (no bone; most likely the plate), a coil/sliver was sheared off the screw. Additionally there are damages on the cross-pin that point to high torsional forces in screw in direction. Based on the evaluation there are no indications for any systematic design, material, or manufacturing-related issue. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that during a mandible fracture procedure the screw head broke off from the thread part of the screw. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a delay.